Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of pelvic organ prolapse and stress incontinence. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery, removal of mesh, anterior repair, vaginal paravaginal repair using cadaver fascia, posterior repair, pubovaginal sling using cadaver fascia, cystoscopy, perineoplasty, and sacrospinous fixation.